Manufacturer narrative:
(B)(6). (B)(4). A visual and functional examination of the complaint device could not be performed as the device was not returned for analysis. A labeling review was performed and from the information available, this device was used per the directions for use (dfu) / product label. The dfu lists bronchitis as a possible adverse events that may occur with the use of this device. Therefore, the most probable root cause classification is anticipated procedural complication.

Event description:
It was reported to boston scientific corporation that an alair bronchial thermoplasty catheter was used during a bronchial thermoplasty procedure on (B)(6) 2014 as part of the (B)(4) study. This complaint is being reported based on the event of bronchitis treated with cough syrup containing codeine. According to the complainant, the patient underwent her second bronchial thermoplasty treatment to the left lower lobe of the lung on (B)(6) 2014. The procedure was successfully completed. On (B)(6) 2014, the patient began experiencing cough, headache, and throat irritation. The patient was diagnosed with bronchitis and was treated with cough syrup containing codeine. No hospitalizations occured. The event of bronchitis was reported to have resolved on (B)(6) 2014. Baseline spirometry values - visit date: (B)(6) 2014. Pre-bronchodilator, fev1: 3.09, fev1 % predicted: 106.55, fvc: 4.42, fvc % predicted: 125.93. Post-bronchodilator, fev1: 3.47, fev1 % predicted: 119.66, fvc: 4.56, fvc % predicted: 129.91.